Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when inserting the dilator into the vizigo¿ sheath, resistance was met. The hemostatic valve inside at the entrance to the sheath where the dilater first goes in was displaced. The valve physically was moving around in the rubber part. The sheath was narrowed. They were not able to move the dilator through the sheath and the dilator is stuck in the sheath. They were steering the dilator into sheath and the hemostatic valve misaligned when inserting. The sheath was not being used in the patient. It was discovered during preparation. There was no physical damage due to the resistance. There was no occlusion when irrigating the sheath. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. The obstructed sheath issue was assessed as not MDR reportable. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 13-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when inserting the dilator into the vizigo¿ sheath, resistance was met. The hemostatic valve inside at the entrance to the sheath where the dilater first goes in was displaced. The valve physically was moving around in the rubber part. The sheath was narrowed. They were not able to move the dilator through the sheath and the dilator is stuck in the sheath. They were steering the dilator into sheath and the hemostatic valve misaligned when inserting. The sheath was not being used in the patient. It was discovered during preparation. There was no physical damage due to the resistance. There was no occlusion when irrigating the sheath. The sheath was replaced, and the procedure was continued and subsequently completed. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve disloged inside the hub could be related to the obstruction reported by the customer. A device history record review was performed for the finished device 50000116 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
An analysis of the video was completed on 18-aug-2022. According to the video provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The customer complaint related to the valve being dislodged was confirmed based on the video received and it could be related to the resistance when the dilator was introduced into the sheath. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).